Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shock due to noise artifacts being oversensed. Technical services (ts) was contacted, and ts recommended x-ray imaging. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD was turned off and the patient was fitted with a life vest while the decide next steps. X-ray imaging was performed, but did not show anything conclusive. The s-ICD remains implanted. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shock due to noise artifacts being oversensed. Technical services (ts) was contacted, and ts recommended x-ray imaging. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD was turned off and the patient was fitted with a life vest while the decide next steps. X-ray imaging was performed, but did not show anything conclusive. The s-ICD remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified bubbles in the electrode body in the regions approximately next to the sense b electrode. Slight stretching out of the shocking coils at the proximal end was also observed. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the sense a conductor approximately 26 millimeters from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shock due to noise artifacts being oversensed. Technical services (ts) was contacted, and ts recommended x-ray imaging. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD was turned off and the patient was fitted with a life vest while the decide next steps. X-ray imaging was performed, but did not show anything conclusive. The s-ICD remains implanted. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shock due to noise artifacts being oversensed. Technical services (ts) was contacted, and ts recommended x-ray imaging. The s-ICD system remains in service. No additional adverse patient effects were reported.